Event description:
Collimator was found to be approx 20 degrees off with no hardware fault. No pt injury or data reported.

Manufacturer narrative:
Investigated collimator rotation and found that it was able to rotate via pendant control as normal. Touched collimator to see if it was loose and found that it was not loose or "free-spinning." The customer service rep then removed that gantry and collimator cover to trouble-shoot and found that the collimator chain was slightly loose, but not enough to spin the collimator by hand. This "looseness," allowed the collimator position potentiometer (which is directly in-line with the chain via an in-line gear) to slip and not read the correct position of the collimator. Customer service rep then re-tightened the chain and placed lock-tite on the securing nuts. Also, re-aligned the position potentiometer and re-calibrated the collimator position. Tested collimator movement thereafter and found no further issues. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.